Event description:
The onset of the patient's driveline infection is captured under manufacturer report number 2916596-2024-01145.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , revealed no device related issues which would contribute to a functional issue. Additionally, a specific cause for the reported driveline infection and a direct correlation between the device and the reported bleeding could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. A distal portion of the pump cable was returned, measuring approximately 15" from the inline connector. The modular cable was not returned. The outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the device, examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists infection as a potential late postimplant complication. Section 8 of this document also contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook also contains information on caring for the driveline. Section 4 of this document instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Onset of the driveline infection is reported under regulatory report number MDR-2024-07795. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was transplanted. The patient had a multi-drug resistant pseudomonas infection at the driveline site which elevated them on the transplant list to status 2. The patient originally presented with one week white and bloody drainage around their driveline site. They were treated with intravenous (IV) antibiotic through transplant.